Event description:
Following a generator replacement surgery, the patient underwent generator explant surgery due to wound break down and infection. A review of device history records showed that the generator was sterilized prior to distribution. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
Device evaluated by MFR? No. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.